Event description:
Philips received a complaint on the v60 ventilator indicating that the system was down due to not turning on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that when connected to alternating current (ac) the power switch and battery leds were not illuminated. It was suspected by the rse that the customer required a replacement power management (pm) printed circuit board assembly (pcba). A field service engineer (fse) went to the customer site and inspected the device. The results of the inspection led the fse to determine that the ac power cord required replacement. The power cord on the device had damage. The fse returned to the customer site and replaced the power cord to resolve the issue. The fse performed and completed performance verification testing (pvt) per the manufacturing specifications and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.